Manufacturer narrative:
(B)(4). Malformed clip, jaws unable to open -open after assisted, short feed, orange indicator over traveled. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, it fed nine conforming clips and two scissor clips. During the next firing sequence, a double feed incident occurred, causing pear shaped clips and then, it locked out as intended but the orange indicator over traveled. It could not be determined what may have caused the found conditions. These findings are not related to the incident reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gall bladder procedure, the clips would not advance. After the first clip delivered, no more clips were delivered. Another like device was used to complete the procedure. There were no adverse consequences for the patient.